Event description:
Pt had a right total knee surgery with knee prosthesis on 12/2/96. Pt complained of dislocation of his right knee when standing. He had surgery on 6/7/99 that identified a poly grossly displaced from the tibial plate component.